Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in china, this was a case of a 23mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. Moderate paravalvular leak was observed after the first valve was implanted. The guide wire popped out and crossed the valve again, then post-dilatation was performed. During post-dilatation, the first valve was squeezed, and a second valve was urgently implanted. During implantation, the patient's circulation collapsed. The patient died on post operative day one.

Manufacturer narrative:
Added h6 type of investigation and investigation findings corrected h6 investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The complaint for paravalvular leak was unable to be confirmed. Therefore, a lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU, patient screening manual, and procedural training manual were reviewed. Based on the review, no IFU or training deficiencies were identified. As the complaint for paravalvular leak was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a product risk assessment is not required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The complaint for paravalvular leak was unable to be confirmed as no applicable imagery or medical report was provided for evaluation. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "after the first valve was implanted, moderate pvl was observed so patient was ready for post-dilatation". Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including the use of echo, aortogram, and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Due to unavailability of relevant imagery and limited information, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06208. The complaints for paravalvular leak and valve frame damage were unable to be confirmed as no applicable imagery or medical report was provided for evaluation. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, following the pvl observation, "the guide wire popped out and crossed the valve again and post-dilatation was performed. During post-dilatation, the first valve was squeezed." In addition, information from further follow-up states that the repositioned guidewire did not cross the valve though the center but between the valve and annulus, which went unnoticed during post-dilation. Accordingly, if the post-dilation balloon was inflated between the valve and the annulus, rather than co-axially within the deployed valve, it would have caused compressive damage to the deployed valve frame during post-dilation. As such, available information suggests that procedural factors (post dilation between valve and annulus) may have contributed to the frame damage. However, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions are required. A product risk assessment (pra) was previously initiated to further investigate the risk associated with negative device interaction due to guidewire mismanagement.

Manufacturer narrative:
Corrected b1, b2, b5, h1, and h6-device code.

Event description:
As reported from our affiliates in china, this was a case of a 23mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. Moderate paravalvular leak was observed after the first valve was implanted and it was decided to perform a post dilation. At this point the guidewire was lost out of the ventricle and needed to be re-positioned. However, the wire did not re-cross the valve though the center but between the valve and annulus. This was not noticed and while performing the post dilation, the valve was crushed. A second valve was urgently implanted. During implantation, the patient's circulation collapsed. The patient died on post operative day one.